Event description:
The green and gray "posey keep safe deluxe" chair alarms will function for a while, then spontaneously quit working. This has happened to two of my chair alarms in the last week, one resulted in a patient fall without injury. Both chair alarms were functioning when placed under the patient, however never alarmed when the patient arose. They were tested by myself and staff, batteries changed, new pads applied, etc., and were not functioning. Then, some time later, while sitting at the nurse's station, they began to chime.